Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Supply changes were performed and the occlusion alarms continued. No issues were observed with the cartridge, infusion tubing or cannula at the time of these alarms. Customer experienced elevated blood glucose (bg) level of 389 mg/dl and diabetic ketoacidosis resulting in a hospitalization. Customer was treated with an insulin drip. Customer was released two days later with no permanent damage. Reportedly, the customer reverted to manual injections for diabetes management.